Event description:
The customer complained of questionable ise indirect na for gen.2 results for 2 samples from the same patient tested on a cobas 6000 c (501) module. For sample a the initial sodium was 170 mmol/l with a data flag. Sample a was retested on the same analyzer with a result of 168 mmol/l. Sample a was tested on another c501 analyzer with a result of 158 mmol/l. For sample b the initial sodium was 169 mmol/l with a data flag. Sample a was retested on the same analyzer with a result of 167 mmol/l. Sample a was tested on another c501 analyzer with a result of 156 mmol/l. The erroneous results were reported outside of the laboratory. There was no adverse event. The sodium electrode lot information was requested but was not provided. The field engineering specialist found that the sipper nozzle had an obstruction and that they had the sodium electrode compensation value at 4.0. He replaced the sodium electrode, cleared the sipper nozzle, and cleaned the ise contamination block. He performed and ise check, calibration, qc testing, and precision testing. The provided qc data was acceptable and gave no indication of performance issues with either the reagent or the instrument. The alarm history contained no conspicuous events. The issue was resolved by the service activities performed. No further issues were reported following the service visit.